Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer smells like smoke near the power supply and no longer powers on. Analysis also found the stylus is missing. (B)(4)

Event description:
It was reported that the programmer was smoking. The programmer has been returned for repair. There was no patient involvement.